Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -9.00/1.50/88 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).